Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced dexcom g7 continuous glucose monitor (cgm) signal loss on the ilet, after which the cgm reading reappeared; the issue aligned with intermittent communication failure involving the antenna/electrical-magnetic components and was categorized as cgm signal loss with the responsible device not identified. The user reported a blood glucose peak of 214 mg/dl without reported clinical manifestations. Outcomes included no health consequences or impact, and the user subsequently returned to range. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified in association with intermittent communication failure, with the antenna implicated within the electrical and magnetic device components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.